Event description:
It was reported that the patient was seen in the hospital and the right atrial lead exhibited noise and high thresholds. The noise was reproducible with isometrics. Upon extraction, the lead exhibited clavicular crush. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the lead was returned in four pieces. An insulation abrasion was noted at 2.5 cm to 2.7 cm from the proximal cut end. The abrasion was consistent with exposure to constant friction against another implantable device. This likely resulted in the reported complaints of noise and unacceptable thresholds.